Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of erosion and discomfort are known risks associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with an artificial urinary sphincter (aus). A cystoscopy was performed in which it was determined that the patient experienced erosion. A surgical procedure was performed in which the existing aus was explanted; however, no new components were placed. No additional information was reported.